Event description:
The caller reported that the home pt had a 4dfen tracheostomy tube inserted for approx one week and it was leaking. The pt disposed of the box and packaging and does not know the lot number of the tube. A replacement 4dfen was sent to the pt overnight to replace the leaking 4dfen.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.